Manufacturer narrative:
G4: 12oct2020, b4: 13oct2020. The field service engineer (fse) spoke with the customer and did a remote evaluation. The customer advised that there were no significant errors in the logs. The caller was not able to perform pvt (performance verification testing) to isolate the issue because the analyzer is being calibrated. The fse was advised to follow up within a week to see if pvt passed, and the caller was unable to reach the customer. The customer remains unresponsive. If additional information becomes available, a follow up report will be provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21may2020.

Event description:
The customer reported low leak c02 (carbon dioxide) re breathing alarm. The customer indicated no significant errors in the error logs. The manufacture's service technician advised the customer to perform the pvt (performance verification test) to see if it could isolate the issue. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.